Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how many devices demonstrated the alleged deficiency? 6 devices exhibited the alleged deficiency.

Event description:
It was reported that a patient underwent a hepatectomy procedure on (B)(6) 2025 and suture was used. In transplant surgery, the thread was coming loose from the needle during the anastomosis. The procedure was successful and without complications for the patient. However, they have two affected boxes from the same batch. They are requesting a replacement for both. There were no patient consequences reported. Additional information was requested.